Event description:
It was reported that the arctic sun device monitor did not display when powered on the device. Per follow up information received via mail on 04jul2024, it was reported that the device was under investigation. Per sample evaluation results on (B)(6) 2024, the pressure shows -6.5 psi with 100 percentage circulation pump command (cpc) and insufficient flow. The calibration error 94 (heater test- element 4 failure) pop up after the calibration. The resistance of the heater and output voltage from the main voltage board were fine, but the error was only resolved after replacing the main voltage card.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device monitor did not display when powered on the device. Per follow up information received via mail on (B)(6) 2024, it was reported that the device was under investigation. Per sample evaluation results on (B)(6) 2024, the pressure shows -6.5 psi with 100 percentage circulation pump command (cpc) and insufficient flow. The calibration error 94 (heater test- element 4 failure) pop up after the calibration. The resistance of the heater and output voltage from the main voltage board were fine, but the error was only resolved after replacing the main voltage card. Mixing pump heads were replaced to correct insufficient flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. The pressure shows -6.5 psi with 100% circ pump command. Insufficient flow. Replaced circulation pump head. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.